Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. The 90% stenosed, 6mm in length, target lesion was located in the mildly tortuous and moderately calcified, 3.00mm in diameter mid left circumflex artery. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, the physician connected all the rotablator system and tested the device outside the patient. However, the console was unable to show the rotated speed and showed black screen. The physician initially exchanged the advancer; however, the issue persisted. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.